Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from a consumer (con) stated that they get no device found sometimes and some days were worse than others. The patient stated that medtronic sent him a communicator, but he did not return the old communicator. They will try using the old communicator and callback for assistance if necessary. The patient stated that they still get stuck at the 90% and like to get the instructions to clear data.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (n/a n/a at n/a n/a) via an implantable pump for unknown indications for use. It was reported that as the days go on later and later in the 30-day cycle, it was slower and slower to complete the routine to get a bolus. The patient said, it took longer and longer especially near the end of the month when he needed a refill. The patient stated that for the last week or two, it took excruciatingly long to get the thing complete to get bolus to happen. The agent asked how many boluses a day and the patient said, they get 12 and uses 10 every day. The agent reviewed this was a known issue with the lagging of the 90 percent. The agent walked the patient through closing all application and advised they were working on this. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a consumer stated that the soft version of the patient programmer was 2.0.1700. The cause of difficulty connecting was unknow. Troubleshooting was not performed. Outcome: the issue was not resolved. 2024-11-21 (B)(4) update (con): document contained no new information regarding the event. 2025-01-13 (B)(4) update (con): additional information received from the patient indicated that they inquired about any update on the 90% lag time issue. Patient services assisted the patient with clearing data on their handset. Additional information was from a consumer (con) stated that the handset was sticking at 90% and like to clear data. The agent assisted the patient with clearing data.